Manufacturer narrative:
Event date: exact date unknown, event occurred in early 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices was discarded by the medical facility.